Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). The patient experienced peritonitis. The cause of the peritonitis and treatment were not reported. Action taken with dianeal and extraneal therapies was not reported. The outcome of this peritonitis event was not reported.